Event description:
The recipient is reportedly experiencing decreased performance, as well as non-auditory sensations. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled to repair a fistula and reposition the electrode.

Manufacturer narrative:
The recipient's device was reportedly explanted during middle ear surgery. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Corrections: sectionsb.1, b.2, & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and the lumen was damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed two broken electrode wires along the small tube near the array. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy (sem) analysis confirmed electrodes were broken along the small tube near the array. The photographic imaging inspection and sem analysis revealed electrode wires were broken along the small tube near the array. It is believed that these breaks caused the open impedance measured at the clinic. Advanced bionics will continue to monitor for failure modes of this type. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.